Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 7/12 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The care giver (cg) said that she did not see anything unusual with the supplies and did not know how air had gotten into the line that night. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A care giver (cg) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The cg stated she can see air in the lines with no leaks noted. The technical service representative (tsr) assisted the cg with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the cg needed to end therapy and start over with new supplies. The patient was involved, but there was no patient injury or medical intervention reported. A follow up was made via phone call. The care giver (cg) said that she did not see anything unusual with the supplies and did not know how air had gotten into the line that night. The cg said she discussed the alarm with the nurse. The home patient (hp) was resuming therapy without complications. No patient injury or medical intervention was reported.